Event description:
It was reported that the user was not using the ilet as intended, including entering frequent correction injections outside the system, announcing more than actual meals, and consistently selecting an incorrect more than meal size; a factory reset was completed and education was provided on proper meal announcements and completed the reset. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.